Manufacturer narrative:
The returned blockers were evaluated. The threads were found damaged in a manner consistent with cross-threading during installation. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain instructions regarding proper device usage.

Manufacturer narrative:
Reference reports 3003853072-2017-00016 and 3003853072-2017-00022 thru 3003853072-2017-00024 for this event. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Report 4 of 4.

Event description:
It was reported that a blocker was damaged during surgery when it was being installed. There is no information regarding foreign body retention, patient injury, or whether the procedure was completed using an alternative device. This is report four of four for this event.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that four blockers were damaged during final tightening within surgery. They were removed and replaced with alternative blockers. There was no report of patient injury associated with this event. This is report four of four for this event.